Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted and replaced due to infection. It was noted that the patient experienced endocarditis and bacteremia. No further patient complications have been reported as a result of this event.